Event description:
Event description cpi received information that approximately one year post-implant, this implantable pulse generator (ipg) exhibited no output, no response to magnet and no telemetry. The device was found to be functioning normally six months earlier. The ipg was explanted and replaced.